Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 36 mg/dl, 63 mg/dl, 100 mg/dl, and 60 mg/dl. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.